Manufacturer narrative:
The device identifiers have been requested. At this time, no device has been returned for evaluation. MFR reference #: (B)(4). Iris damage, hyphema, and decreased vision are listed in the device labeling as known inherent risks of glaucoma stent surgery. Submitted to FDA on: 04/11/2016.

Event description:
During cataract surgery with attempted istent implantation, the surgeon was trying to reposition the stent and did not realize the device had gotten caught on the iris, resulting in iris root separation. No stent was implanted. The surgeon conferred with the glaukos medical monitor, who reported that the event resulted in a large 180 iridodialysis that occurred after the patient moved unexpectedly. Five days postoperatively the patient has hyphema with hand motion vision, but iop was okay. Iridodialysis repair is being considered. Additional information has been requested.

Manufacturer narrative:
Device evaluation completed on 1/6/2017. The customer reported that the doctor was trying to reposition the stent but did not realize that he had caught the iris and separated the iris from the iris root. The product was returned and evaluated. No nonconformities were observed during the evaluation of the form, fit, and function of the inserter. Furthermore, microscopic examination of the stent observed that the stent tip dimension was within specification. MFR reference #: (B)(4). Submitted to FDA on 1/10/2017.